Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Section b5 was updated to capture imagery evaluation findings of svd-calcification, h6: type of investigation, investigation conclusions and h10 has been updated. The device was not returned. An imaging evaluation was performed and the following was observed: calcification observed on leaflets. As no device was returned, engineering was unable to perform visual inspection, functional testing, or dimensional testing. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The complaint was confirmed by provided imagery. A review of the device history record did not provide any indication that manufacturing non-conformance would have contributed to the complaint event. An existing technical summary written by edwards lifesciences documents the root cause analysis on valve calcification over the time in patient. Per the technical summary, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Edwards' thv valves undergo thermafix tissue processing, which is a heat treatment process used to reduce calcification variability and lower calcification levels in comparison to xenologix process. Clinical results of thv implantation show similar mortality and significantly lower structural valve deterioration (svd) rate compared with surgical aortic valve replacement after 6 years of functioning. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent calcification from occurring in bioprosthetic valves. Furthermore, evaluation of similar reported complaints did not confirm any manufacturing non-conformances and identified that the proper manufacturing mitigations have been implemented. Additionally, per the technical summary, no evidence of a product non-conformance or device malfunction were found in any of the valves returned for these complaints. As reported, "approximately 4 years and 6 months post transfemoral tavr procedure with a 29mm sapien 3 valve in the aortic position, the patient presented with high gradients and a valve-in-valve was performed." In this case, calcification on leaflets may have affected leaflet motion reducing effective orifice area of the valve and subsequently resulting in increased gradients as reported. Due to limited information, a definitive root cause was unable to be determined at this time. However, it was likely due to patient condition; therefore, the technical summary is applicable to this complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No labeling/IFU deficiencies were identified. As such, a corrective or preventative action nor product risk assessment escalation is required at this time.

Event description:
Imager review identified calcium on the right and left leaflets of the thv.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted when additional information is provided.

Event description:
As reported by the field clinical specialist, approximately 4 years and 6 months post transfemoral tavr procedure with a 29mm sapien 3 valve in the aortic position, the patient presented with high gradients and a valve-in-valve was performed.